Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on this right ventricular (rv) defibrillation lead. Code 1005 was recorded during a therapy event for true ventricular tachycardia/ventricular fibrillation (vt/vf) detected in the vf zone. Anti-tachycardia pacing (atp) and five shocks in reversed polarity were unsuccessful in converting the rhythm. The first four shocks had high, out-of-range shock impedance measurements greater than 125 ohms, and the fifth shock triggered the code 1005. The sixth shock also had a delivered shock impedance measurement of greater than 125 ohms, but converted the rhythm to apvp. Shock impedance measurements had gradually risen from 74 ohms at implant to more recent measurements as high as 134 ohms, likely due to calcification. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on this right ventricular (rv) defibrillation lead. Code 1005 was recorded during a therapy event for true ventricular tachycardia/ventricular fibrillation (vt/vf) detected in the vf zone. Anti-tachycardia pacing (atp) and five shocks in reversed polarity were unsuccessful in converting the rhythm. The first four shocks had high, out-of-range shock impedance measurements greater than 125 ohms, and the fifth shock triggered the code 1005. The sixth shock also had a delivered shock impedance measurement of greater than 125 ohms, but converted the rhythm to apvp. Shock impedance measurements had gradually risen from 74 ohms at implant to more recent measurements as high as 134 ohms, likely due to calcification. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that that scar tissue may have contributed to the observed high impedance measurements. The patient was scheduled to see the electrophysiologist for lead extraction, however the rv lead and ICD remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the rv lead was explanted and replaced, and the ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The rv lead and ICD were returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. It was suspected that scar tissue contributed to the elevated impedances, and lead extraction was anticipated. Should additional information become available this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on this right ventricular (rv) defibrillation lead. Code 1005 was recorded during a therapy event for true ventricular tachycardia/ventricular fibrillation (vt/vf) detected in the vf zone. Anti-tachycardia pacing (atp) and five shocks in reversed polarity were unsuccessful in converting the rhythm. The first four shocks had high, out-of-range shock impedance measurements greater than 125 ohms, and the fifth shock triggered the code 1005. The sixth shock also had a delivered shock impedance measurement of greater than 125 ohms, but converted the rhythm to apvp. Shock impedance measurements had gradually risen from 74 ohms at implant to more recent measurements as high as 134 ohms, likely due to calcification. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that that scar tissue may have contributed to the observed high impedance measurements. The patient was scheduled to see the electrophysiologist for lead extraction, however the rv lead and ICD remain in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on this right ventricular (rv) defibrillation lead. Code 1005 was recorded during a therapy event for true ventricular tachycardia/ventricular fibrillation (vt/vf) detected in the vf zone. Anti-tachycardia pacing (atp) and five shocks in reversed polarity were unsuccessful in converting the rhythm. The first four shocks had high, out-of-range shock impedance measurements greater than 125 ohms, and the fifth shock triggered the code 1005. The sixth shock also had a delivered shock impedance measurement of greater than 125 ohms but converted the rhythm to apvp. Shock impedance measurements had gradually risen from 74 ohms at implant to more recent measurements as high as 134 ohms, likely due to calcification. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that scar tissue may have contributed to the observed high impedance measurements. The patient was scheduled to see the electrophysiologist for lead extraction; however, the rv lead and ICD remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the rv lead was explanted and replaced, and the ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The rv lead and ICD were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h1: updated report type to serious injury.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately -160 mm from the terminal end, and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on this right ventricular (rv) defibrillation lead. Code 1005 was recorded during a therapy event for true ventricular tachycardia/ventricular fibrillation (vt/vf) detected in the vf zone. Anti-tachycardia pacing (atp) and five shocks in reversed polarity were unsuccessful in converting the rhythm. The first four shocks had high, out-of-range shock impedance measurements greater than 125 ohms, and the fifth shock triggered the code 1005. The sixth shock also had a delivered shock impedance measurement of greater than 125 ohms, but converted the rhythm to apvp. Shock impedance measurements had gradually risen from 74 ohms at implant to more recent measurements as high as 134 ohms, likely due to calcification. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that that scar tissue may have contributed to the observed high impedance measurements. The patient was scheduled to see the electrophysiologist for lead extraction, however the rv lead and ICD remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the rv lead was explanted and replaced, and the ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The rv lead and ICD were returned for analysis.